Manufacturer narrative:
The sureform 45 stapler instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted thoracic procedure, a piece of a sureform 45 stapler instrument broke and fell into the patient. The stapler would not advance fully through the trocar and there was additional difficulty when attempting to remove the device. The stapler was not on tissue and was not used prior to being removed completely from the patient. Once removed, the team at the surgical field inspected the device and noticed a piece seemed to be missing from the "sheath" at the wrist of the stapler. The stapler was not being fired when the piece fell into the patient, and it did not fall during a collision. It was unclear how/if the fragment that fell into the patient was retrieved. An unspecified "other" post-operative test was performed. The procedure was completed as planned. On 09-feb-2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "during a robotic thoracic procedure, a disposable robotic stapler was being placed. The stapler would not advance fully through the trocar and there was additional difficulty when attempting to remove the device. The stapler was not on tissue and was not used prior to being removed completely from the patient. Once removed, the team at the surgical field inspected the device and noticed a piece seemed to be missing from the "sheath" at the wrist of the stapler."